Event description:
The customer reported to olympus, during preparation for use, the evis lucera elite colonovideoscope had a poor air and water supply. The air supply was weak, but no water supply. The intended procedure was completed with another endoscope. The scope had been cleaned with a non-olympus cleaning machine. No patient harm reported. During the evaluation of the device, it was noted foreign matter was clogged inside the nozzle. This report is to capture the reportable malfunction of the foreign matter clogged inside the nozzle noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. It was almost impossible to send air and water as foreign matter was clogged inside the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the black rubbery foreign material was a silicon-based material. Since silicon has various uses (such as watertight packing, silicone-based adhesives, silicon parts and others), the origin of silicon could not be specified. Olympus will continue to monitor field performance for this device.